Event description:
The dealer alleges the motor gets very hot and the chair veers. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of the device. The power chair model is tdxsp-mcg and the serial number [sn] is (B)(4). The device is 2 months old. The consumers experience using and the device is unknown. Invacare provides a user manual pn 1143190 rev k - 03/11 for all consumers. It is unknown if the consumer has fully read and understands the user manual. The following warnings are provided to prevent possible over heating of the motor. Page 2 - warning for reading and understanding the user manual do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician. Page 12 warning for set-up of the device: a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications. This is a new chair. It is unknown if the user and dealer understand the following warnings. Page 15 warning for repair and servicing. Wheelchair users: do not service or operate this equipment without first reading and understanding: the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result. Dealers and qualified technicians: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual, the service manual (if applicable) and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise, injury or damage may result. Set-up of the electronics control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur if improperly set-up or adjusted. Except for programming, do not service or adjust the wheelchair while occupied, unless otherwise noted. Before adjusting, repairing or servicing the wheelchair, always turn the wheelchair power off, otherwise, injury or damage may occur. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently. Do not overtighten hardware attaching to the frame. This could cause damage to the frame tubing. Transport ready packages are not retrofittable to existing models and are not field serviceable. For optimal performance, replace gas-locking cylinders every two years or if performance issues are encountered. Performance issues include forward tipping and veering. It is unknown if the consumer is following the safety requirements. Page 16 warnings for safety: the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. Do not leave the power button on when entering or exiting your wheelchair. Do not go up or down ramps or traverse slopes greater than 9 degrees. Never leave an unoccupied wheelchair unattended on an incline. Do not attempt to move up or down an incline with water, ice or oil film. Do determine and establish your particular safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Page 17 warnings for safety: do not attempt to reach objects if you have to move forward in your seat. Always shift your weight in the direction you are turning. Do not shift your weight in the opposite direction of the turn. Shifting your weight in the opposite direction of the turn may cause the inside drive wheel to lose traction and the wheelchair to tip over. Do not shift your weight or sitting position toward the direction you are reaching as the wheelchair and/or seating system (if any) may tip over. Always keep hands and fingers clear of moving parts to avoid injury. Do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position. Do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these recommendations may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire. It is unknown if the consumer is overloading the device. Page 20 warning for slopes and overloading the device. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property. This wheelchair has been designed to accommodate one individual. If more than one individual occupies the wheelchair this may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user and passenger and damage to the wheelchair and surrounding property. It is unknown if the consumer is charging the batteries properly. Page 27 - warning for electrical charging of the motor states: do not under any circumstances cut or remove the round grounding plug from the charger ac cable plug or the extension cord plug. Do not, under any circumstances, cut or remove the round grounding prong from any plug used with or for invacare products. Some devices are equipped with three-prong (grounding) plugs for protection against possible shock hazards. Where a two-prong wall receptacle is encountered, it is the personal responsibility and obligation of the customer to contact a qualified electrician and have the two-prong receptacle replaced with a properly grounded three-prong wall receptacle in accordance with the national electrical code. If you must use an extension cord, use only a three-wire extension cord having the same or higher electrical rating as the device being connected. In addition, invacare has placed red/orange warning tags on some equipment. Do not remove these tags. Danger: when using an extension cord, use an extension cord having at least 16 awg (american wire gauge) wire and the same or higher electrical rating as the device being connected. Use of improper extension cord could result in a risk of fire and electric shock. Page 28 warnings - additional warnings: never attempt to recharge the batteries by attaching cables directly to the battery terminals. Do not attempt to recharge the batteries and operate the wheelchair at the same time. Do not operate wheelchair with extension cord attached to the ac cable. Do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture. Do not attempt to recharge the batteries when the wheelchair is outside. Do not sit in the wheelchair while charging the batteries. Read and carefully follow the manufacturer's instructions for each charger (supplied or purchased). If charging instructions are not supplied, consult a qualified technician for proper procedures. Ensure the pins of the extension cord plug are the same number, size, and shape as those on the charger. Do not under any circumstances cut or remove the round grounding plug from the charger ac cable plug or the extension cord plug. It is unknown if the consumer is engaging the motor locks correctly. Page 59 warning states: do not engage or disengage motor locks until the power is in the off position. Page 60 warning do not engage or disengage motor locks until the power is in the off position. It is unknown if the consumer is using the wheel locks correctly. Page 61 warning states: do not use the wheel locks when the wheelchair power is on and the clutches are engaged - otherwise damage to the wheelchair may result.